Manufacturer narrative:
The certificate of assurance for pulmonary valve & conduit sg (sgpv00) (B)(6) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. The inspector¿s training records were reviewed, and they were found to be appropriately trained at the time the task was performed. Per the operative notes provided, the patient is a 3-week-old baby girl that presented with tetralogy of fallot (tof) with pulmonary atresia. Due to worsening condition she underwent urgent repair of the tof with placement of a pericardial patch as well as placement of a 9-mm pulmonary homograft (sgpv00) on (B)(6) 2024. It appears the procedure was successful and was observed in the operating room for about 20 minutes post-closure and it was noted the patient remained hemodynamically stable. Additional information was provided related to her post-operative echo reports which are included in the parent file. Echos on post-op days (pod) 5 and 13 indicate rv-pa conduit unobstructed with good flow through right and left pulmonary arteries by color doppler. The echo performed on pod 28 noted bidirectional flow in the rv-pa conduit with retrograde flow noted in the branch pulmonary arteries. Per the additional information provided, the patient underwent a catherization procedure about 2 months post-op wherein a branch pa balloon angioplasty was performed to treat branch pa stenosis that was diagnosed via echo. No additional information is currently available regarding the status of the patient. It appears the homograft is still implanted as such no tissue was returned for evaluation. All processing and inspection records were reviewed for this homograft which met all our processing criteria. Homografts remain one of most commonly used materials for pediatric cardiac reconstruction procedures, despite the likely need for future reoperation, especially when used in neonates and infants <2 years of age (bielefeld 2001, brown 2005, kalfa 2012, rodefeld 2008). Albeit conduit stenosis and valvular and perivalvular insufficiency have been reported with the use of cryopreserved cardiac homografts and are listed in the instructions for use (IFU). As stated above, stenosis and insufficiency have been reported with the use of cryopreserved cardiac homografts and are listed in the sgpv IFU. The root cause of the reported event approximately one month post-operatively remains unclear. No tissue sample was returned for evaluation and there is insufficient information to determine a root cause of the reported event. Reoperation in this pediatric population is not an unexpected outcome as reported in the literature. Adequate precautions are provided in the IFU. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, the surgeon is alleging the patient with this sgpv00 is exhibiting free pulmonary insufficiency (regurgitation).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, the surgeon is alleging the patient with this sgpv00 is exhibiting free pulmonary insufficiency (regurgitation).